Event description:
Depuy synthes spine was contacted by the patient's mother reporting that the patient was undergoing a surgical procedure to address an infection. In (B)(6) 2010, the patient underwent a surgical procedure to address a kyphosis that had developed, at which time a depuy ss rod was added to a ti construct of another manufacturer. In (B)(6) 2010, the patient was reported to have developed sepsis and was treated; however, the source of the infection was not identified. In approximately (B)(6) 2013, the patient's mother noticed that the patient was leaning forwarded and that the "rod was sticking out." Imaging confirmed a broken rod and a revision procedure was conducted on (B)(6)2013 at which time, it was detected that the depuy ss rod, still intact, was corroded; the broken rod, reportedly of another manufacturer, was removed and replaced. The depuy ss rod was also removed and replaced with a ti rod of unknown manufacturer. On (B)(6) 2013, the patient's mother observed blood and pustular drainage from an open wound on the patient's back. The patient underwent a surgical procedure on (B)(6) 2013 to irrigate the site. On (B)(6) 2013, it was reported to depuy synthes spine by the patient' s mother that the patient has been diagnosed with osteomyelitis; a hemovac drain was placed in her back and a PICC line was placed for the administration of IV antibiotics.

Manufacturer narrative:
Medical and surgical records have been requested from the surgeon's office. However, to date, no response has been received. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The product device was not returned for evaluation as it was discarded by the hospital. A device history record (DHR) review could not be conducted as the lot number is unknown and discarded by the hospital. As noted in the accompanying instructions for use (IFU-0902-90-015 revision t), depuy implants are not compatible with implants from other manufacturers unless otherwise specified. Additionally, implants made of different materials are not compatible unless otherwise specified. Without the product device and no report of device malfunction we are unable to identify the root cause. Therefore, in the absence of the product devices, lot numbers, or observed trends, and use not in line with the instructions for use this complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and the product evaluated.